Event description:
Per the clinic, the patient required magnet removal/replacement due to the need for multiple mris, resulting in torn silicone around the magnet pocket. The device was explanted on (B)(6) 2013; and the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 11, 2014.